Event description:
Tech alleged that the side rail was not locking in the up position. No pt impact.

Manufacturer narrative:
Tech found the side rail end tube is twisted. The tech replaced the side rail end tube to resolve the issue.